Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the main body and female connector of a minicap transfer set. This occurred when disconnecting from a manual bag after peritoneal dialysis therapy. The nurse was unable to disconnect the solution patient connector from the transfer set. There was no report of patient injury or medical intervention associated with this event. No additional information is available.